Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, the customer provided the log files and video for further analysis. Technical support advised the customer to check all the connections and cables between ui and main electronics then crosscheck with another display cable and/or check with another ui if it could resolve the issue. The customer has confirmed that they have checked all the connections and cable but problem is not resolved, cross checked with another ui and ventilator is working fine, they have also checked the faulty ui with other unit and found that problem is with ui.

Event description:
The customer reported bellavista 1000 unresponsive touch screen during inspection as informed by the end user. There was no patient involvement associated with the event.